Manufacturer narrative:
(B) (4).

Event description:
It was reported the patient experienced "extreme and constant pain' over the ins site. The stimulation was still covering the pain it was intended to treat. Additional information received indicated the patient began experiencing a shocking sensation and soreness for about 1 week. The patient was seen in the clinic. The symptoms had begun 2-3 weeks prior. The patient felt a shock several times a day. No shocks were felt when the stimulation was turned off. Movement and palpation did not initiate a shocking sensation. The ins was placed in the armpit area. Troubleshooting was being considered. Additional information has been requested.